Manufacturer narrative:
Device name: esw prosthesis, esophageal, procode: esq. (B)(4). This event has been reported by the manufacturer under MDR#3001845648-2019-00721.

Event description:
(B)(6) 2017- clinical outcomes and efficacy of fully and partially covered self-expandable metallic stents in benign and malignant esophageal strictures. 41 (97.6%) patients completed the follow-up. Technical success rate was 100% with reintervention rate of 9 (21.4%) which included restenting due to migration 7 (16.6%); [6(14.28%) fully covered stents and 1 (2.38%) partially covered stent.] Late complication was noted to be migration in 9 (21.4%) patients.